Event description:
Complainant alleged that the medics were monitoring a pt using the three lead cable, but when the ambulance hit a bump in the road, the device screen displayed a flat line in all three leads. The medics then swapped cables, but the screen continued to display a flat line in all three leads. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.